Event description:
This is a case report received through the (B)(4) through baxter's after-hours call service on from a home patient . It was reported that the homechoice machine sounded a system error (se) 2240 alarm (air in set) during dwell 5 of 5. The baxter technical service representative (tsr) explained that the nurse would like to take the call. The nurse stated the home patient (hp) received a se 2240 alarm, the tsr explained the alarm and that the homechoice device will automatically end therapy for the hp. The tsr explained to the nurse how to clear the alarm. The tsr advised that the hp can start over with new supplies or end therapy at this point and continue with manual supplies for the last fill. The nurse will call the hp and assist with ending therapy. The machine was used with an unknown peritoneal dialysis set (product code unknown, lot unknown) and peritoneal dialysis bags (product code unknown, lot unknown). No clinical consequences for the patient have been reported. No sample is available for evaluation.

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted. The lot number was not provided; therefore a batch review cannot be conducted.

Manufacturer narrative:
(B)(4). This complaint for the se 2240 was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress through (B)(4).